Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle papillon vision meter were reviewed and the dhrs showed the freestyle papillon vision meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message on the display of his adc blood glucose meter and was therefore unable to test. As a result, customer experienced a loss of consciousness and was administered a "re-sugar coca-cola, sugar and other" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. No error message were observed. Control solution testing has been performed and all results were satisfactory. Therefore, the complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message on the display of his adc blood glucose meter and was therefore unable to test. As a result, customer experienced a loss of consciousness and was administered a "re-sugar coca-cola, sugar and other" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving an error message on the display of his adc blood glucose meter and was therefore unable to test. As a result, customer experienced a loss of consciousness and was administered a "re-sugar coca-cola, sugar and other" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.